Event description:
It was reported that the pace/sense portion of the lead was capped and replaced due to inappropriate therapies. A lead malfunction was suspected. The defib portion of the lead remains active.